Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause for the thrombus could not be confirmed, however, procedural factors listed above and/or patient factors not provided may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) after implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, coldness of the lower extremity was felt. Angiography revealed thrombus was in the peripheral artery. Thrombus aspiration was performed and blood flow was improved. The patient recovered.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.